Event description:
Boston scientific received information that during a revision procedure due to muscle stimulation, this right atrial (ra) lead dislodged during repositioning of the right ventricular (rv) lead. The physican elected to replace the atrial lead and a new lead was succesfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.